Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose of 30 mmol/l, and blood glucose of 28.8 mmol/l at the time of call. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was stated that he was having high blood glucose so, when he removed the set he noticed that the needle was not there. He stated that he had changed his set and treated with his insulin pump but he states his blood glucose was not going down. The insulin pump will not be returned for analysis.